Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 77 events were reported for this quarter. Product return status: 2 devices were received. 75 devices were evaluated in the field. Event confirmation status: 77 reported events were confirmed. Evaluation results: 77 devices were found to be affected by missing paint chips. 77 devices were not labeled for single-use.

Event description:
This report summarizes <noe> 77 </noe> malfunction events in which the device had paint chips missing. 77 events had no patient involvement; no patient impact.